Manufacturer narrative:
The evaluation revealed the broken gamma3 long nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimensional, visual or manufacturing related issues were found. The reported event was confirmed. Lines of rest were visible on the anterior and posterior breakage surfaces, indicating that both bridges broke step by step in a fatigue fracture. On the posterior bridge a rough and cliffy rim was visible towards anterior, posterior and medial, indicating a spontaneous gliding rest fracture. Drill damages at the anterior bridge were found, indicating that the bridge was weakened at lateral and that the nail breakage started at the drill damaged area. The provided patient data show no influences to the nail breakage. The IFU includes that intra-operative implant damaged can lead to implant failures like breakages. If other listed adverse effects like osteoporosis, diabetes, postoperative loads, unstable fracture did also contribute to the nail breakage is most likely but not known due to missing information. Based on the given information and that no manufacturer related issue was detected the nail broke due to a fatigue fracture initiated by an intra-operative implant damage (user related). A patient contribution cannot be excluded. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The full investigation report is attached in the conclusion.

Event description:
Gamma nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Gamma nail broke.